Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in system logs, the 32100 error was found indicating fault on the axes controller motor (acm), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fault check was found to be failing on the acm prompting error 32100. Once testing was completed, the acm was aba tested and was verified to be the source of the fault. The complaint regarding recurring errors was confirmed by failure analysis. The probable root cause of the reported issue can be attributed to an electrical/fiber optic fault of the acm (printed circuit assembly) pca within the affected usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the recurring errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that 32100 error on arm 2 is continuing to occur. The customer would like to know the eta as the customer is having to disable the arm to continue with scheduled procedures. No further information was provided.